Manufacturer narrative:
Image review: fourteen static images were provided for review. Images from the patient¿s executive summary were provided for anatomical review. Patient appeared to have a possible bicuspid aortic valve with an annulus perimeter that measured 86.7mm with a perimeter derived diameter of 27.6mm suggesting a 34mm evolut. There was protruding calcification in the aortic annulus extending to the left ventricular outflow track (lvot). Fluoroscopy valve load inspection was performed and confirmed a good load. A pre balloon aortic valvuloplasty was performed prior to the valve implant. The valve was deployed just prior to the point of no recapture and appeared to be under expanded but depth cannot be accurately assessed due to inadequate contrast. Per medtronic best practices, if a valve is under-expanded: remove system, perform pre-dilatation, and implant new valve with new delivery system. The valve was released, and the inflow was noticeably under expanded most likely due to the protruding calcium in the annulus and lvot. Evidence shows that the valve subsequently dislodged and a second pre balloon aortic valvuloplasty was performed. It is possible that under expansion of the valve could have contributed to the dislodgement; however, the dislodgement event was not captured, and the cause of the dislodgement was not reported. A second valve was loaded and confirmed a good load. The second valve was subsequently implanted which appeared to be well expanded. Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the deployment starting point was the mid pigtail. Prior to dislodgement, the valve implant depth was 3 mm on the non-coronary cusp (ncc) and 4-5 mm on the left coronary cusp (lcc). The valve dislodged aortic to the sinus of valsalva (sov).

Event description:
It was reported that prior to the implant of this transcatheter bioprosthetic valve in a patient with a heavily calcified bicuspid a ortic valve and sievers type 1 bicuspid aortic valve with raphe, a pre-implant balloon dilation was performed with a 20 mm balloon. After the first valve was released, the valve dislodged. A second balloon dilation was then performed with a 22 mm balloon, and a second valve was implanted.

Manufacturer narrative:
Continuation of d10: product ID d-evprop34 (lot: 0012907912); product type: 0195-heart valves; implant date ; explant date product ID evproplus-34 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2025 product ID d-evprop34 (lot: 0012713087); product type: 0195-heart valves; implant date ; explant date select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.